Event description:
Per the clinic, the patient experienced a wound infection around the implant side; however, the issue could not be resovled.the device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Manufacturer narrative:
This report is filed december 4, 2013.